Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. This is an obese patient with diabetes who has undergone multiple abdominal surgeries. More than four years post implant, the patient presented with small bowel obstruction. He was admitted and subsequently taken to the operating room where it appears that the mesh was partially explanted. The operative report noted that the mesh, which is reported to have been inappropriately sutured, had crumpled; a portion of this was resected while some was smoothed out and re-sutured in place. The medical records indicate that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. Based on the information provided, it appears that the patient underwent a complex implant procedure and it is possible that the mesh had not been appropriately secured during placement. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided by the patient's attorney: on (B)(6) 2008 - repair of five incisional hernias with composix kugel mesh, excision of hypertrophic scar, enterolysis of abdominal adhesions, and complex closure with adhesion barrier. It was noted that the lower portion of the incision could not be closed over the mesh. On (B)(6) 2012 - presents to the emergency room with severe abdominal pain with sudden onset of nausea and vomiting. Imaging revealed small bowel obstruction with adhesions. Patient was admitted and treated conservatively; this was unsuccessful and he was taken to the operating room on hospital day three. On (B)(6) 2012 - patient underwent lysis of adhesions. The operative report notes that the mesh was found to be crumpled and there were extensive adhesions to the bowel involving the mesh. Also noted was that the mesh had been inappropriately sutured and this area was resected, while other areas of mesh were smoothed out and re-sutured.